Event description:
During an in-clinic follow-up, post-paced t-wave oversensing (pptwos) due to pseudo fusion was detected on the device. No known intervention has been performed at this time. The patient was stable.